Manufacturer narrative:
(B)(4). The patient was born in 1954. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away. The cause of death was not reported. On an unreported date pd therapy was discontinued. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the product code and lot number are unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.